Event description:
It was reported that "during a procedure, the white handle started rotating on the shaft. Replaced the device with another and finished the procedure." No pt injury.

Manufacturer narrative:
The device was returned and is in the process of being evaluated. When I receive the investigation report, I will file a supplemental.